Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had needed a manufacturer representative to assist him with charging the implant. He had surgery to remove a nerve and had not charged. This happened 2 months ago or longer. The patient currently has done all the troubleshooting and was getting poor communication message. There was poor telemetry or no telemetry with charging. The patient last had stimulation 7 days ago and was last able to successfully charge the device one week ago. The patient declined further troubleshooting. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. There was no issue with recharging. Upon speaking with the patient, the patient was under the impression the lightning bolt had to be present when charging. Explained to patient that symbol indicated stimulation was on and was currently not present due to patient needing to recharge ins. The representative was made aware on (B)(6)the patient verbalized understanding and there were no further issues being reported at this time. The patient's weight was unknown. No further complications were reported/anticipated.